Event description:
Spinal anesthesia procedure was performed by anesthesiologist, who stated that there was good cerebral spinal fluid return, but the effects were slight for motor nerve block and absent for sensory nerve effects. Deepened anesthesia was then administered. There were no complications and the patient was transferred to the post-anesthesia care unit (pacu) in stable condition.